Manufacturer narrative:
No service was requested. The user facility reportedly replaced the user interface holder themselves. No parts or pictures were returned for investigation. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. The root cause of the damages has not been determined but most likely has the user interface been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).